Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2011] - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact with no damage or peeling observed. The "down" button was found to be intermittently responding. The keypad was removed to investigate and contamination was found under the button contacts. Unrelated to the event the bolus button was found to be torn and the display was found to be dim and pink.

Event description:
On (B)(4) 2012, the distributor contacted animas alleging that on (B)(4) 2012, the audio bolus button became unresponsive. There was no additional information available for this complaint. This complaint was reported due to the alleged unresponsive bolus button issue.